Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: can you please clarify, when the procedure was delayed by 90 minutes, was there any change in the procedure itself? No. It keeps an open surgery, but what makes the surgery longer was the need the surgeon had to reinforced manually the staple line of that intraluminal circular stapler and also checked there was no fistula or possible problem ahead. Was there any patient consequence due to the delay in the procedure? No. The patient is good and at home.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the procedure was delayed by 90 minutes, was there any change in the procedure itself? If yes, please state what procedural change occurred. Was there any patient consequence due to the delay in the procedure? If yes, please describe.

Event description:
It was reported that during a low anterior resection procedure, once the nurse who was supporting the surgeon tried to fire a circular stapler, that device got blocked and the tissue just got stapled without any cut. The circular stapler got stuck and the surgeon was not able to take it off. He open and close the device couple of times until he was able to fire it. Once he took off the device he realized the tissue had some open staples, he checked the device and he only find that half of the tissue were cut. The surgeon was trying to anastomose the bowel to the rectum. The procedure was delayed by 90 minutes. He anastomosed manually the bowel to the rectum. There were no patient consequences reported.